Event description:
It was reported that the device failed patient side occlusion test during preventive maintenance. The biomed ensured the test set up was correct and replaced new IV set tubing. The tech recommended clearing the occlusion and perform patient side occlusion test, calibration and replace the pressure sensor. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 failed patient side occlusion test. Technical support: 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. Troubleshoot the cause and recommended sarah to replace patient side pressure sensor. Sarah will replace pressure sensor. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 26feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed patient side occlusion test during preventive maintenance. The biomed ensured the test set up was correct and replaced new IV set tubing. The tech recommended clearing the occlusion and perform patient side occlusion test, calibration and replace the pressure sensor. There was no patient involvement.